Event description:
A user facility reported that a multifiltrate pro machine alarmed with a 9025.1 error code during a patient¿s continuous renal replacement therapy (crrt). The facility could not clear the alarm, and the patient had to be taken off the device and restarted on another machine. The facility had the option of manually reinfusing the patient¿s blood, however, per hospital policy they opted not to. As a result, the patient lost approximately 500 ml of blood. Despite the blood loss, the patient did not experience any adverse effects or require medical intervention. Following the event, the facility requested onsite service from a fresenius field service technician (fst). An fst was dispatched to the facility to evaluate the multifiltrate pro machine. When the fst arrived onsite, they found a 20-amp to 15-amp power adapter on the machine. The fst was not sure if the power adapter had been used during the treatment, but they stated they aren¿t intended to be. Per the fst, the power adapters are intended to be used for storage and training purposes only. All disposable supplies from the treatment had been discarded. The fst found no issues with the machine during their evaluation; they could not duplicate the error. The fst ran a simulation on the machine for two hours without encountering any alarms or other problems. The machine passed the t1 test multiple times, as well as the electrical safety test. It was determined that the machine could be returned to service. However, the clinical team decided they were not interested in continuing to use the system without further investigation by the manufacturer. The fst obtained log data from the system and sent it to the manufacturer for review. The fst also indicated that parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts have been received by the manufacturer for investigation. The reported failure type represents a known event. An investigation of the machine files was completed by the manufacturer. During treatment the machine showed several different errors regarding power supply monitoring. The error codes denoted that supply voltages like +5v, +8v etc. Are too high. After several seconds, the monitored voltages recovered. Therefore, it is believed there weren¿t any excessive voltages that could lead to damaged electronic components. The root cause for the reported errors can only be that the referenced voltage for the monitoring cpus had dropped. In the laboratory, several tests were performed to simulate such a situation, without any success. Therefore, it seems that there was no systematic error. As the referenced voltage is derived from an 8v-supply, the signal chain was investigated. The following components could have been involved: the motherboard, the power distribution board, the fuse for the 8v-supply, and the ribbon cable between the motherboard and power distribution board. It is probable there was a defective contact in the signal chain of the 8v-supply. The aforementioned components need to be analyzed in detail. Therefore, it was decided to return these items to the manufacturer and provide the fst with the appropriate spare parts. In conclusion, the reported error is highly correlated to a temporary failure of the 8v-supply. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. The manufacturer¿s investigative unit has not received a sample. Therefore, the investigation was performed and finalized on the basis of the information currently available. If a sample is received by the manufacturer, the investigation will be revisited. At this time, no further investigation could be performed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a multifiltrate pro machine alarmed with a 9025.1 error code during a patient¿s continuous renal replacement therapy (crrt). The facility could not clear the alarm, and the patient had to be taken off the device and restarted on another machine. The facility had the option of manually reinfusing the patient¿s blood, however, per hospital policy they opted not to. As a result, the patient lost approximately 500 ml of blood. Despite the blood loss, the patient did not experience any adverse effects or require medical intervention. Following the event, the facility requested on site service from a fresenius field service technician (fst). An fst was dispatched to the facility to evaluate the multifiltrate pro machine. When the fst arrived on site, they found a 20-amp to 15-amp power adapter on the machine. The fst was not sure if the power adapter had been used during the treatment, but they stated they aren¿t intended to be. Per the fst, the power adapters are intended to be used for storage and training purposes only. All disposable supplies from the treatment had been discarded. The fst found no issues with the machine during their evaluation; they could not duplicate the error. The fst ran a simulation on the machine for two hours without encountering any alarms or other problems. The machine passed the t1 test multiple times, as well as the electrical safety test. It was determined that the machine could be returned to service. However, the clinical team decided they were not interested in continuing to use the system without further investigation by the manufacturer. The fst obtained log data from the system and sent it to the manufacturer for review. The fst also indicated that parts were available to be returned to the manufacturer for evaluation.